Event description:
A us distributor returned a battery pack indicating that it would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery would not charge or power on a monitor. The cause of the inability to charge or power a monitor is a loose spot weld on the negative side of one of the cells inside the battery pack. The root cause of the loose spot weld cannot be positively identified but is likely mechanical shock from physical impact. No adverse event resulted from the loose spot weld.